Manufacturer narrative:
Evaluation completed.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that the nkv-330 o2 sensor was not reading correctly during patient use. The ventilator was set at fio2 50%, and the o2 sensor was reading 27%, causing the ventilator to have a continuous alarm. The ventilator continued to ventilate the patient. There was no harm to the patient, who was switched to another ventilator. The service engineer found that the o2 sensor from this ventilator was faulty because he used a different sensor from another working ventilator and the o2 calibration passed. Then he used the o2 sensor from this ventilator on another ventilator and that ventilator failed its o2 calibration so the engineer concluded that it was the o2 sensor. The reporting hospital will not provide patient demographics.